Event description:
Related manufacturer report number: 2017865-2024-01183. It was reported that the patient presented at follow up with recorded episodes of inappropriate automatic mode switch. Further evaluation revealed that the episodes were caused by over-sensed noise exhibited by the right atrial lead. The patient was scheduled for lead replacement. During the procedure a visible insulation breach was observed. The lead was explanted and replaced. The patient was stable.